Manufacturer narrative:
(B)(4). Upon further review of the customer complaint, it was confirmed that this report was submitted in error as the complaint is not reportable. Please disregard all information in report number 3004753838-2016-26683.

Manufacturer narrative:
(B)(4).

Event description:
Survey study coordinator contacted dexcom on behalf of patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced bad reception on the g5 mobile application. The date of event is an approximate date. No additional patient or event information is available.